Event description:
The facility stated that the surgeon attempted to implant a cc4204bf plate collamer lens. Diopter +25.0. The plunger overrode the lens causing it to tear prior insertion into the eye. No pt contact or injury. The facility stated that the injector was the cause of the lens tear. The facility stated taht the cartridge that was used was a sfc-25 fp and a foam tip plunger was used. The facility was unable to provide the cartridge and foam tip plunger lot numbers.